Manufacturer narrative:
The device has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage) issue. The battery compartment is allegedly cracked. The battery cap was reported to have been replaced within the past one-to-three months. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05/22/2017 with the following findings: review of the black box data did not reveal any records of ¿intermittent power¿ on the date of the complaint. There was record on (B)(6) 2017 of one power on reset event that followed a low battery alert and subsequent battery change. A battery cap was not returned with the pump for investigation; a test cap was used to complete the investigation. With the test cap in place, the pump powered on and demonstrated intermittent power, as the test cap was unable to fully tighten to the battery compartment. On examination, the battery compartment was noted to have multiple cracks and the compartment threads were damaged. There was evidence of moisture contamination inside the battery compartment. Leak testing revealed moisture ingress at the site of a battery compartment crack. The pump was opened for further investigation. There was no evidence of damage, defect or contamination of the pump¿s interior components. Investigation duplicated the alleged power issue with pump damage.